Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise that caused inappropriate auto mode switch episodes were observed on the right atrial lead. The noise was reproducible with isometrics. The patient rarely paces, so the system is not altered by the oversensing and the atrial lead measurements were stable. The patient was stable throughout the event and would continue to be monitored.